Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer husband called because customer received notice about a voluntary recall. The voluntary recall was in regards to the scroll wrap issue, which involves accidental button pushing. Customer was advised her device can be replaced as part of the recall. Nothing further reported.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.